Event description:
This unsolicited case from united states was received on 15-dec-2017 from the patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and after unknown latency the patient had symptoms of not being able to bear weight, now uses a cane when going outside the house, intolerance of heat, increased pain on both sides of her knee/pain was excruciating and it did not work like it worked for her in the past/did not get good results (sub-therapeutic response); also, device malfunction was identified for the reported lot number. Patient had total knee replacement in her right knee in 2011 after receiving 2 rounds of synvisc one, histoplasmosis with lungs and retina, baker's cyst in the right knee. Patient denied allergy to eggs. Patient received synvisc-one in the past in her right knee two times (last time in 2010). Patient took levothyroxine sodium (synthroid) for hypothyroidism, topiramate for bipolar disorder and unspecified medications for hypertension. (The hypertension was well-controlled at 117/82). Patient cannot tolerate steroids because they "mess up her brain." Patient took steroids a couple months ago as prescribed by a podiatrist for a heel spur. Patient took allergy medicine for allergies to dust and mold that started in the past year or so. On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection (dose: unknown) (batch/lot number: 7rsl021; expiry date: unknown) in the left knee. Patient had symptoms of not being able to bear weight and increased pain on both sides of her knee (latency: unknown). Prior to the injection, the pain was only on the right side of the knee. The pain was "excruciating" and patient iced the knee and did not put weight on it for several days (from (B)(6) 2017). Later patient did physiotherapy (pt) exercises such as leg lifts and knee raises, which she was instructed to do by her pt. Patient also walked. The nurse instructed her to ice, elevate the knee, and take ibuprofen and apap, which she died. Patient denied swelling and fever. The only thing patient noted with regard to temperature was an intolerance of heat (latency: unknown). Patient now used a cane when going outside the house (she did not use a cane before the injection). Patient did not have fluid drawn off. Patient preferred to have tight things around the knee to keep pressure on it. Currently, patient had improved because now she was climbing stairs and at first she could not put weight on it. It did not work like it worked for her in the past in her right knee. Patient really wanted it to work. The experience this time was different than when she received it in her right knee. The shot she received was from stock at the doctor's office. Patient had a new complaint that since the weather was getting cold, other joints were now hurting, including her thumbs and shoulder (latency: unknown). Patient wondered if these pains might be related to receiving synvisc one from the recalled lot. Corrective treatment: ice, physiotherapy exercises such as leg lifts and knee raises, ibuprofen, apap, elevation for symptoms of not being able to bear weight, now uses a cane when going outside the house and increased pain on both sides of her knee/pain was excruciating outcome: recovering for all an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: disability for symptoms of not being able to bear weight, now uses a cane when going outside the house, intolerance of heat, increased pain on both sides of her knee/pain was excruciating pharmacovigilance comment: sanofi company comment dated 22-dec-2017: this case concerns a patient who received treatment with synvisc one injection from the recalled lot and later experienced weight bearing difficulty, had to use cane, heat intolerance, and left knee pain. Although based on the available information, temporal relationship can be established between the events and the suspect product. However, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded completely.